Manufacturer narrative:
The reported contact force issue was confirmed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The irrigation leak was due to inadequate bonding at the irrigation tubing junction. As a result of this finding, abbott is performing further investigation.

Event description:
This event is being reported based on the analysis of the returned device.